Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had display anomaly. The customer's mother reported that the display was blank. The customer's mother stated that they were having high blood glucose of 528 mg/dl at the time of incident. The customer's mother stated that the display returned after troubleshooting. The customer's mother stated that they treated the blood glucose with the insulin pump. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.